Event description:
According to the complaint, sodium patient results from the abl90 analyzer are much lower (between 6 and 10 mmol/l) compared with results from another analyzer. Based on the comparison results the customer reported the results from the abl90 as false low. No death or serious injury was reported related to this complaint.

Manufacturer narrative:
A radiometer representative visited the customer and inspected the handling of the analyzer by the hospital staff. Based on the visit it was concluded that the incident is caused be cleaning of the analyzer inlet with trionic wipes that medially affect the sensors, not only the na+ (as reported in the techline case) but also k+ and ca2+. The hospital team will instruct the users of the device in the root cause of the problem to avoid this can happen again.